Event description:
3 implants were placed 2/11/97. 1 came out 1/15/98 while removing the heating abutment. Doctor placed a 5 x 10 implant on the same day in the implant extraction site. One person affected.